Manufacturer narrative:
Medtronic representative, at the site, was unable to reproduce the behavior outside of the procedure. Software investigation has not been completed at this time.

Event description:
A medtronic representative reported that while in a cranial procedure using synergy cranial 2.2.6, the software exited unexpectedly during navigation. The system had been on for approximately 4 hours when the event occurred. The application was re-loaded and returned to navigate quickly. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.